Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading in the incorrect unit of measurement. The medical affairs specialist spoke with the patient in 2005. The patient checked the meter unit of measurement after receiving the notification letter from lifescan. They saw that the reported meter was set to mmol/l and contacted lifescan. They did not recall when the decimal point first appeared in th meter results. Per their doctor's order they had not been taking diabetes medication for several months. They stated that they thought their meter readings had been "fairly nrmal". Two months ago, they went to the doctor and a blood glucose test was performed. They said they were never told what the result was. However, after that, the doctor prescribed metformin 2 pills a day for their diabetes. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the mete settings to change the unit of measurement. The meter and control solution were replaced.